Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system (cds) was returned and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to the difficult clip deployment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. A clip delivery system (cds) advanced to the mitral valve, grasped the lateral anterior 2 (a2) and posterior 2 (p2) leaflets without reported issue. Deployment was initialed. A delayed detachment of the cds from the implanted mitraclip occurred. For troubleshooting, the arm positioner was turned 1/4 clockwise and counterclockwise, releasing the delivery system. The clip remained stable and well seated. 2 additional mitraclip were implanted without reported issue, reducing the mr to grade <1. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.